Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to bent cannula which results into hyperglycemia and diabetic ketoacidosis. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with manual injections and fluids. The patient was released from the hospital on (B)(6) 2024. The patient also experienced malaise and lack of sleep. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 16-jan-2025 against "lot number 6005645 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, the review confirmed that lot 6005645 and the identified failure mode are associated with the corrective and preventive action (CAPA) (B)(4) the complaint can be closed referencing the investigation. Similar complaints search: a query was run in the eqms on 16-jan-2025 against "lot number" criteria equal 6005645 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site,soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaint is 16. The complaint numbers are complaint see attached document "query (B)(4). Device history record review: the lot 6005645 was manufactured according to the work instruction- version 111 and manufactured in the line inset 6, on 22-feb-2024, with a total of (B)(4) units. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retaining samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005645 and related malfunction codes. Two complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4). Complaint investigation results: upon review of the eqms and related records, a complaint investigation CAPA exists, which addresses the issue reported reference CAPA / investigation (B)(4) root cause of problem: the root cause has been identified as: the root cause has been identified as: method, manpower, machine. Corrective action as a result of the investigation: the action pland and deadlines is as followed: tha action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (B)(4) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for the catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the documents (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action(to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)-30/sep/2025). CAPA determination = refer to existing CAPA complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.